Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device bluetooth was successfully reset, resulting in successful pairing. There were no patient consequences.

Manufacturer narrative:
The reported event of unable to communicate via bluetooth (ble) telemetry was confirmed. The logs were reviewed and determined there was a memory corruption. Technical support assisted with resetting the device¿s ble, and the device was recovered successfully.